Event description:
A complaint was received stating that a low reading was obtained in comparison to a hosp reading. There was no report of death or serious injury. However, the customer has been in and out of the hosp. The comparison results, when plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential clinical significance of differences in readings, fell into the "d" zone, which is considered to be clinically significant. There is no confirmation whether the hosp reading was a lab comparison or a reading from a hosp meter.